Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the health care provider could not place the lead high enough to get the system to work. The patient never has had good therapy and the implantable neurostimulator has been off for a year. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was documented in the surgical notes that the lead went in without difficulty and was in a good position during the initial implant procedure. No further complications were reported.